Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. An external leak was visually observed due to a crack found on the header of the dialyzer. Treatment was delayed for 1 hr due to equipment change and reset. Estimated blood loss was 400 ml. Blood flow rate was 450 ml/min. Dialysate flow rate was 800 ml/min. No medical intervention was required. Sample is not available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the plant's investigation, a supplemental MDR will be filed.